Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.40¿ proximal to the distal tip. Four images were also submitted for evaluation. Two images appeared to show the zonare screen and the other two appeared to show imaging of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The catheter tip was noted to be bent and fractured.

Event description:
This report is to advise of a fractured tip noted during analysis.